Event description:
The customer reported an inability to acquire a 12 lead ECG. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported an inability to acquire a 12 lead ECG. There was no negative pt impact. The device was evaluated by a philips fse. The reported symptom could not be reproduced. Per the discretion of the fse, the processor pca was replaced. The device passed all testing and remains at the customer site for use. The reported symptom could not be reproduced, and therefore philips is unable to determine the cause of the reported symptom.